Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation of organs") and device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (essure removal), surgery (to remove essure) and surgery (to remove essure). Essure was removed. At the time of the report, the device dislocation, perforation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), perforation ('perforation of organs'), device breakage ('fracturing of the implant') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation, hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, perforation and device breakage outcome was unknown and the menorrhagia, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: both ostia had approximately 4 to 5 coils extending from the ostia and no other evidence of disease. Plaintiff received for treatment for: abdominal pain, dysmenorrhea (cramping), menorrhagia. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new event "abdominal pain, dysmenorrhea (cramping), menorrhagia(heavy menstrual bleeding)" were added. Outcome of event " pelvic pain" was updated as "recovered/resolved". Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), perforation ('perforation of organs'), device breakage ('fracturing of the implant'), uterine infection ('recent uterine infection') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concomitant products included ascorbic acid;calcium glycerophosphate;folic acid;iron;manganese;nicotinic acid;pantothenic acid;pyridoxine;riboflavin;thiamine;vitamin b12 nos;zinc (iron complete) and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (d&c hysterescopy and ablation on (B)(6) 2013, hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, perforation, device breakage, uterine infection and vaginal haemorrhage outcome was unknown and the menorrhagia, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, perforation, uterine infection and vaginal haemorrhage to be related to essure. The reporter commented: both ostia had approximately 4 to 5 coils extending from the ostia and no other evidence of disease. Plaintiff received for treatment for: abdominal pain, dysmenorrhea (cramping), menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Lot number:50701927 manufacturing date:2012/11 expiration date:2015/11. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : uterine infection . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received : event "recent uterine infection", reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), perforation ('perforation of organs'), device breakage ('fracturing of the implant') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concomitant products included ascorbic acid;calcium glycerophosphate;folic acid;iron;manganese;nicotinic acid;pantothenic acid;pyridoxine;riboflavin;thiamine;vitamin b12 nos;zinc (iron complete) and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (d&c hysteroscopy and ablation on (B)(6) 2013, hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, perforation, device breakage and vaginal haemorrhage outcome was unknown and the menorrhagia, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: both ostia had approximately 4 to 5 coils extending from the ostia and no other evidence of disease. Plaintiff received for treatment for: abdominal pain, dysmenorrhea (cramping), menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Lot number:50701927, manufacturing date:2012/11, expiration date:2015/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), perforation ('perforation of organs'), device breakage ('fracturing of the implant') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concomitant products included ascorbic acid; calcium glycerophosphate; folic acid; iron; manganese; nicotinic acid; pantothenic acid; pyridoxine; riboflavin; thiamine; vitamin b12 nos; zinc (iron complete) and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (d&c hysterescopy and ablation on (B)(6)2013, hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, perforation, device breakage and vaginal haemorrhage outcome was unknown and the menorrhagia, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: both ostia had approximately 4 to 5 coils extending from the ostia and no other evidence of disease. Plaintiff received for treatment for: abdominal pain, dysmenorrhea (cramping), menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), perforation ('perforation of organs'), device breakage ('fracturing of the implant') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concomitant products included ascorbic acid;calcium glycerophosphate;folic acid;iron;manganese;nicotinic acid;pantothenic acid;pyridoxine;riboflavin;thiamine;vitamin b12 nos;zinc (iron complete) and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (d&c hysteroscopy and ablation on (B)(6) 2013, hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, perforation, device breakage and vaginal haemorrhage outcome was unknown and the menorrhagia, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: both ostia had approximately 4 to 5 coils extending from the ostia and no other evidence of disease. Plaintiff received for treatment for: abdominal pain, dysmenorrhea (cramping), menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-jun-2020: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Lab data updated. Lot number newly added. Events: abnormal vaginal bleeding was newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report